Manufacturer narrative:
Inserted a test p-cap into the retainer ring, and it locked in place properly. The following were noted during visual inspection: crack in the battery tube threads, crack in the case on the battery tube side that starts at the left belt clip rail, another crack in the case that runs horizontally across the battery tube about where the bottom of the battery compartment is located, missing display window cover. The pump was received without a battery cap. The pump passed the displacement, rewind, prime/seating, basic occlusion, force sensor, occlusion, and self tests. No stuck buttons, multiple press issues, button response delays, or other keypad anomalies were noted during testing. All buttons were tested while navigating the menus, and they all worked properly. In addition to this, no unexpected insulin flow block, no delivery, occlusion alarms or prime/rewind anomalies were noted during testing. Thus software was utilized and uploaded trace/history files properly. The adapt tool lists the following delivery related alerts/alarms/pump errors: 7=no delivery occurred on (B)(6) 2023 @ 07:29:54; pump error 38 occurred on (B)(6) 2023 @ 07:58:00; pump error 42 occurred on 11/11/23 @ 18:29:00. The adapt tool also lists the following pump errors that could potentially trigger a critical pump error (open book image): pump errors 53 (filenumber = 2005, linenumber = 5632) occurred on (B)(6) 2023 @ 12:32:50. The case was cut open. After visual inspection, did not note any signs of previous moisture presence or corrosion inside the battery compartment or on any of the boards, assemblies, and the motor inside the pump. In summary, the customer¿s report of sticky keypad buttons and random motor rewinds both were not confirmed during testing. Pump errors 53 (filenumber = 2005, linenumber = 5632) is due to a software error. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported rewind anomaly and keypad anomaly. Troubleshooting was performed. No harm requiring medical intervention was reported. It was unknown whether the customer continued using the insulin pump or not. Pump will not be returned for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.